Event description:
It was reported by the physician assistant (pa) that during a da vinci-assisted gastric bypass (roux-en-y) procedure, a 5 mm clip looked like it was in the jaws of a sureform 60 stapler instrument and ended up in front of the blade which caused the stapler to cut a large amount of the patient's stomach. The event occurred on the second firing of the stapler instrument with a blue stapler reload installed. No error messages were reported. The event allegedly resulted with a malformed staple line. The surgeon required six additional staple fires to correct the misaligned stapling area. The gastric pouch had to be redone and the surgeon had to resect a greater amount of the gastric stomach than typically performed in the operation. There was a series of malformed staples lying in the abdomen that needed to be removed as well. The patient is currently stable and hospitalized. Intuitive surgical, inc. (Isi) followed up with the pa who assisted in the surgery and obtained the following information: the issue occurred during the second procedure of the day, during the creation of the gastric pouch. During the second stapler fire with a blue reload, after stapling about 20%, the gastric tissue was pushed out of the stapler jaws. The knife continued cutting the tissue and the staples were malformed and partially embedded in the tissue. The tissue looked shredded and there was a hole in the staple line on the pouch and remnant side. When the reload was examined, a clip measuring about 5 mm with some residual tissue was seen wedged at the end of the cartridge, in front of the blade. The physician assistant had clipped an artery (one of the branches of the posterior mesentery artery) lying posterior to the stomach with a third-party handheld clip applier instrument prior to the stapling of the stomach. During the stapling of the stomach, the clip was caught in the jaws of the stapler without anyone realizing it, which allegedly caused the stapling incident. The surgeon used the same sureform 60 stapler instrument and repaired the gastric pouch using 6 additional blue reload fires. Additional functional stomach tissue was resected to fix the injury. The staple line at the hole was also over-sewed. There was no bleeding due to the issue. The pa confirmed that the artery that the clip was attached to did not require any repairs or additional clip placement. The stomach tissue was not calcified or exposed to chemotherapy /radiation. There was no drain inserted and no post-operative complications were reported. The patient did not require any ICU admission. The pa said that he cleaned the jaws of the stapler instrument properly between each fire. There is no video or image available for review. The patient was a female and had not had any previous surgeries before. The site discarded the stapler instrument as they did not encounter any further issues with the stapler for the rest of the procedure.

Manufacturer narrative:
The intuitive surgical sureform 60, sureform 60 reloads, and other stapler accessories are intended to be used with da vinci surgical systems for resection, transection, and, or creation of anastomoses in general, thoracic, gynecologic, urologic, and pediatric surgery. The device can be used with staple line or tissue buttressing material (natural or synthetic). Based on the information provided, a contributing factor for the alleged stapler misfiring is use-error. The surgeon allegedly fired a sureform 60 reload while a previously placed clip was in between the jaws of the sureform 60 stapler instrument. Isi has not received the stapler reload involved with this complaint and thus, failure analysis could not be performed. The sureform 60 stapler instrument was discarded by the customer. A follow-up MDR will be submitted if the reload is returned (post failure analysis evaluation) or if additional information is received. Per the sureform 60 stapler user manual, the following precaution for intraoperative use is noted: "warning: make sure that no obstructions (such as clips, staples, bone or other hard objects) are between the jaws. Firing over an obstruction may result in incomplete cutting action and, or improperly formed staples." As of 01-nov-2021, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No investigation required as no image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures, a site review shows no complaint filed against the instruments. The logs were reviewed by an isi failure analysis engineer (fae) and the following findings were obtained: logs show the stapler instrument (pn 480460-09, lot t90210303-0255) was installed 13 times and fired 12 reloads (10 blue followed by 2 white). All firings were completed per the logs. Firings # 8, 11, and 12 had one pause for compression, the rest had no pauses. There were no incomplete clamps by this instrument. This complaint is reportable due to the following: during a da vinci-assisted gastric bypass procedure, tissue was allegedly pushed when a sureform 60 reload was fired on stomach tissue with a sureform 60 instrument. The event occurred during the creation of the gastric pouch. According to the pa, a third-party clip was caught in front of the blade of the sureform 60 reload during the firing process and as a result, the staple line was malformed and there was a hole in the staple line. It is unclear if there were any undeployed staples or missing staples. The surgeon had to resect a significant amount of functional stomach tissue to redo the gastric pouch. The hole in the staple line was also over-sewed.